Manufacturer narrative:
Device evaluation: broken device: observed an opening assessed as surgical damage additional observations: brown particles observed on the device.

Event description:
Implanting physician reported ¿hole in the anterior part where during manual placement and pushing with the finger, the finger pierced the texturized covering and entered the gel. Single hole." Silicone gel did not come into contact with the patient. Surgery was completed with a back up device.

Manufacturer narrative:
The reason for reoperation is not applicable as the reported event is broken device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Implanting physician reported ¿hole in the anterior part where during manual placement and pushing with the finger, the finger pierced the texturized covering and entered the gel. Single hole." Silicone gel did not come into contact with the patient. Surgery was completed with a back up device.